Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Initial reporter phone number exceeds character limits: (B)(6).

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. During device preparation, it was noted that the sheath was leaking. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.